Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and approximately eight days after start of the support, the patient experienced sustained ventricular tachycardia and hypotension. Amiodarone bolus was administered with impella 5.5 support level increased back to p-8. Some suspicion of afterload agent contribution was noted. A point-of-care ultrasound was completed to spot check the impella 5.5 position and optimal placement was noted. The patient continued on support for two additional days before being successfully weaned for recovery, and the device was explanted with a survived outcome.